Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that when the head, knee, or hi/low function up key is pressed that it will continue to run to the high position. No patient impact.